Manufacturer narrative:
The coil has not been returned as it remains implanted in the patient; product analysis cannot be performed. Based on the reported information, there does not appear to have been any defect of the device during use. The event occurred in the patient post-procedure and its cause could not be conclusively determined from the reported information. Mdrs related to this event: 2029214-2019-00289, 2029214-2019-00290, 2029214-2019-00291, 2029214-2019-00292, 2029214-2019-00293, 2029214-2019-00294, 2029214-2019-00295, 2029214-2019-00297. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report of patient death after coiling. The patient presented with hemorrhage. The patient had a ruptured, saccular aneurysm. It was reported that the patient underwent coiling in order to improve the situation. The patient underwent implantation of 13 coils including 9 medtronic coils. The patient reportedly passed away post-procedure due to the massive hemorrhage.